Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-00901. Reference MFR. Report: 3006705815-2019-00271.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-00901. Reference MFR. Report: 3006705815-2019-00271. It was reported the patient experienced ineffective stimulation. As a result, the patient is awaiting surgical intervention.